Event description:
It was reported that an asymptomatic patient presented at the clinic with unacceptably high capture thresholds. There were no changes in impedance but a steady increase in pacing thresholds was noted for an undisclosed amount of time. The physician electively removed the lead and sent it back for analysis.

Manufacturer narrative:
No medwatch form was received. Internal and external insulation abrasion from the suture sleeve was noted at 42.1-42.5cm from the distal tip. The etfe coating was intact at this location.